Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application was not displaying estimated glucose values after pairing with the transmitter. No additional patient or event information is available.